Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, increased threshold measurements, and impedance measurements of greater than 3000 ohms. A surgical revision was performed and the ra lead was tested via the pacing system analyzer (psa) and the high impedances and noise were reproduced. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.